Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0208490641, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had acute urinary retention; stimulation was efficient for a few weeks and then the patient had a loss of efficacy that lead to urinary retention. The patient also had epigastric pain and anxiety which were due to the urinary retention and loss of efficacy. It was unknown what led to the event or how the issue was identified. No diagnostics or troubleshooting was performed. The patient was hospitalized from (B)(6) 2015; the electrode and stimulator were explanted and urinary catheterization was also done. The issue resolved. The investigator assessed the event as serious and related to the stimulation. Relevant medical history includes idiopathic functional urinary incontinence since 2012. If additional information is received, a follow-up report will be sent.